Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 18mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2023 using a 12f amplatzer torqvue 45x45 delivery sheath. The perimeter of the left atrial appendage (laa) was measured 14mm and the size of the laa was measured 10x17mm using trans-esophageal echocardiogram (toe). Fluoroscopy and toe were used during the procedure. During implant it was observed that the device compressed with concaved borders. A tension test was performed. The close criteria was satisfied. The device was successfully implanted. During a follow-up the following day showed the patient status was stable, and the device was still in position. It was reported on (B)(6) 2024 that the device embolized into the descending aorta. The device was re-captured with a transcatheter snare and removed from the patient on (B)(6) 2024. The patient did not experience any clinical signs or symptoms. The patient status was reported as stable.

Manufacturer narrative:
An event of a device embolizing into the descending aorta was reported. Information from the field indicated that close criteria was satisfied before and after the tension test was performed and that sizing was done using fluoroscopy and toe. Abbott requested images but none were provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined.